Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Patient code- unknown amount of delay in surgery. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit was not grafting correctly. The dermatome did not cut the width needed. Event occurred during surgery, no harm reported. Surgery time was extended by an unknown amount of time. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On october 16, 2018, it was reported that the unit was not grafting correctly, the dermatome did not cut the width needed. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1/2/3 width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on january 16, 2019 revealed that the 1 inch and 2 inch width plates were both nicked in the harvesting area. The hose was leaking from the interior hose near the wall plug. The head is worn in the blade area as well as dinged all over. The control bar had movement from side to side. The motor speed was within specifications and the calibration was out of specifications at the zero setting only. The customer 4 inch width plate was not returned for evaluation. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since during the product review none of the failures that were noted with the device would likely result in the dermatome not producing the desired width. However, it should be noted that the device has never been in for service and was manufactured over 25 years ago. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review none of the failures that were noted with the device would likely result in the dermatome not producing the desired width. However, it should be noted that the device has never been in for service and was manufactured over 25 years ago. The instructions for use states dermatome to be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.